Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, the patient underwent additional surgery post implant of the composix e/x to repair the hernia defect and remove the old mesh. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 3 years 4 months post implant of composix e/x mesh, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with explant of mesh. The adverse reaction section of the instructions-for-use (IFU) lists adhesions as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of a ventral ischemic hernia, a composix e/x hernia mesh was implanted to repair the hernia. (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and remove the old mesh. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with large ventral ischemic hernia thereby underwent laparoscopic repair with the implant of composix e/x mesh (device #1). Per operative notes, ¿the omentum incarcerated in the hernia was reduced and adhesions were divided. The defect was measured and then a composix e/x mesh (device #1) was passed in the abdominal cavity and sutured.¿ (B)(6) 2014 - patient was diagnosed with incarcerated recurrent incisional hernia thereby underwent open repair with implant of ventrio st (device #2) and explant of previously placed composix e/x mesh (device #1). Per operative notes, ¿the hernia sac was entered and all adhesions between loops of small bowel were taken down. A large piece of mesh (device #1) which was in periumbilical position was identified. The hernia itself appeared to be protruding cauded to the mesh. The entire previous mesh (device #1) was carefully dissected and removed. A piece of ventrio st mesh (device #2) was placed in the intraperitoneal space, flapped beneath the recuts muscles and sutured.¿ attorney alleges that the patient had adhesions, pain, recurrence of hernia which was protruding through the end of the mesh and mesh removal.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, the patient underwent additional surgery post implant of the composix e/x to repair the hernia defect and remove the old mesh. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 -the patient underwent surgery for repair of a ventral ischemic hernia, a composix e/x hernia mesh was implanted to repair the hernia. On (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and remove the old mesh. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.